Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was exchanged due to the pt continued to have high astigmatism. The nurse noted the pt was dissatisfied with her reading vision. The surgeon implanted the lens at reading distance, but the pt wanted the focal point to be at arms length. In a f/u, the surgeon reported the event resolved with treatment (lens exchange). The surgeon noted the pt wanted a different focal length than normal and failed to communicate this info until after the first surgery.